Event description:
The patient contacted animas on (B)(4) 2013 alleging that her blood glucose (bg) had been dropping low since (B)(6) 2013. The patient stated she had multiple low bg measurements (not provided) the prior evening and then again the day of the call to animas. The patient reported that she ¿passed out¿ and had to call 911 that afternoon. The emergency medical technician (emt) reportedly told the patient that her bg measured 20mg/dl. The patient stated that she was uncertain what treatment she received from the emt, but reported that her bg returned to within normal range after receiving treatment. The patient reported taking several medications, including abilify, which the patient stated affects her bg. The patient reported that she had recently made changes to the basal rates in the pump over the last two weeks following an increase in her dosage of abilify four weeks ago from 2.5 mg to 5.0 mg. The patient stated that she had to increase her basal rates due to an elevation in readings related to the medication side effects. The patient reported that the basal total went from 21 units daily to 31 units daily two weeks ago; however, over the last two weeks, she has gradually lowered her basal back to 23.4 units daily. The patient stated that her healthcare provider (hcp) advised her to discontinue insulin pump therapy as he believed the insulin pump was at fault for the patient¿s episodes of low bg. The patient stated the her hcp told her the pump must be delivering too much insulin. The patient discontinued ipt and was on a backup plan per her hcp using lantus and humalog injections.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed the last bolus and last basal delivery were recorded on (B)(4) 2013. A review of the history showed only typical usage alarms and warnings. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.